Event description:
Failure to interrogate some devices with telemetry error messages display was reported with the subject programmer. Interrogating a demo device was successful, it was then removed and the expected telemetry errors were displayed. However, the communication did not resume when the device was put under the head. The device was switched into nominal by the programmer but the interrogation afterwards was not possible. It should be noted that interrogating this device by another programmer was successful. An explanation was required.

Manufacturer narrative:
(B)(4).

Event description:
Failure to interrogate some devices with telemetry error messages display was reported with the subject programmer. Interrogating a demo device was successful, it was then removed and the expected telemetry errors were displayed. However, the communication did not resume when the device was put under the head. The device was switched into nominal by the programmer but the interrogation afterwards was not possible. It should be noted that interrogating this device by another programmer was successful. An explanation was required.

Manufacturer narrative:
Please refer to the updated closure report.

Event description:
Failure to interrogate some devices with telemetry error messages display was reported with the subject programmer. Interrogating a demo device was successful, it was then removed and the expected telemetry errors were displayed. However, the communication did not resume when the device was put under the head. The device was switched into nominal by the programmer but the interrogation afterwards was not possible. It should be noted that interrogating this device by another programmer was successful. An explanation was required.